Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient had a medial meniscal lesion on the left knee joint. The patient was referred on (B)(6) 2017 to have a knee arthroscopy and medial meniscal suture. After procedure, patient had persistent pain. A radiological clarification was performed on (B)(6) 2018, as a result a revision surgery was performed on (B)(6) 2018. During revision surgery a device fragment was found to be in the patient.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Wait on all information requests. Proceed based on information provided/available for the investigation; if no further clinical information is provided, recommend closure. Approved by dr (B)(6) medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) The cause of the reported pain and revision cannot be determined. However it was communicated that the removed fragment was not the cause for the revision. Additionally, there is no report of the patient's current condition. Therefore due to insufficient information, no further clinical assessment is warranted. The cause of the reported pain and revision cannot be determined. However it was communicated that the removed fragment was not the cause for the revision. Additionally, there is no report of the patient's current condition. Therefore due to insufficient information, no further clinical assessment is warranted.